Event description:
I received a mentor breast implant, and 3 days later developed a fever and serious infection, and my implant began to come out of my body. I contacted the surgeon who had me come into the office where he scheduled a second surgery. At the time of second surgery (this was 2 weeks later) he removed the infected implant, disinfected the implant and replaced the same implant into my body. And used glue to close the incision. A day later again the implant began to come out of my body. The surgeon then had me come in and removed the implant and has offered no solution or explanation except that my only option is to repay for another surgery at 100% cost to me. I was sick due to this implant and surgeon and again no options have been made available to me. Reference report mw5115994.